Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) and a correction bolus was delivered to address the bg level. The customer did not know what was the cause of the high bg. As the reported events had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the high bg.